Manufacturer narrative:
It was reported that the table floor lock would unlock after some time of use. We will supply more final investigation information as it completes.

Event description:
It was reported that the table floor lock would unlock after some time of use.